Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was covered in tape and that it's stent struts in the distal end were lifted and bunched. No stent crimp outer diameter was measured due to the tape presence on the stent and attempts to remove it during device analysis resulted in the dislodgement of the stent from the balloon. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 16x2.5mm target lesion was located in the severely tortuous and severely calcified distal end of left circumflex artery. A 2.50 x 16 synergy ii drug eluting stent was advanced to treat the lesion. However, the distal end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 16x2.5mm target lesion was located in the severely tortuous and severely calcified distal end of left circumflex artery. A 2.50 x 16 synergy ii drug eluting stent was advanced to treat the lesion. However, the distal end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.